Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that tubing leaking with chemo infusing. Appears to have happened inside the door of alaris pump where safety clamp is.

Manufacturer narrative:
The customer reported the tubing was leaking from inside the pump, and returned one used sample of material 2204-0007, lot unknown. Upon initial visual examination, the set verified the complaint of leakage, from a small pinhole in the top of the silicon pumping segment. A device history record review was not performed as the lot number is "unknown" for this complaint. The investigation was unable to identify the root cause. There is a potential root cause for this issue that is related to clinical practice when loading the set into the pump. Please refer to the IFU of the product. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.